Event description:
Fistula. The 54 year old female, 130 lb, 62 inches received two sheets of seprafilm applied to the right and left abdominal sidewalls, bowel anastomosis, suture line, bladder, abdominal wall incision and ostomy site during a procedure for revision of koch pouch in 1999. The pt is reported to have no other significant medical history except for ulcerative colitis. She was admiitted in 1999 for repair of an existing dysfunctional koch pouch and was enrolled in study the same day. The post-operative course was reported to be uneventful and the pt was discharged one week later. Four days after discharge, the pt noticed a leakage from the old stoma site and was subsequently readmitted. Gastrografin studies showed a pouch fistula. Presently the pt is npo (nothing by mouth), on intravenous fluids with the pouch tube connected to continuous suction and hand irrigated every two hours. The pt's vital signs are stable and she appears to be comfortable. The treating physician reported the event as possibly related to seprafilm. Serious; possibly related.